Event description:
It was reported that prior to starting a da vinci sacrocolpopexy procedure, a frayed wire was identified at the distal end of a large suturecut needle driver instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed grip cable. The frayed cable sections were in various lengths sticking out at the distal idlers. The frayed cable was also derailed. The idler pulley was also observed with pulley rim and face damage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.